Event description:
A "replace sensor" error message appeared on the abbott diabetes care (adc) device, preventing the customer from obtaining glucose readings. The customer did not wake up, so their caregiver woke them. As a result, the customer felt disoriented, noticed low values, and treated themselves with juice. There was no report of death or permanent impairment from this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.